Event description:
It was reported that during a lap cholycestectomy procedure, on the first firing over the cystic canal the clip deployed with crossed legs. The clip was removed and another clip was deployed, but it fell into the patient. An attempt to apply a 3rd clip resulted in the clip falling into the patient as well. A resuable clip applier was used to complete the procedure. Five minute time delay. There was no adverse consequence to the patient and no damage to the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information requested and received: on which firing of the device did the problem occur (1st, 2nd, etc)? First. What vessel or structure was the device fired on at the time of the event? Cystic canal. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device at the time of firing? No. Was any unexpected resistance felt when pressing the firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Did any clips fall into the patient? Yes. If yes, were they retrieved? Yes. Was the device fired after this incident, in or out of the patient? No. What were the patient indications for surgery? Unk. What was found during surgery? Unk. Does the patient have any relevant history of surgical treatments? Unk. Did someone other than the primary surgeon fire the device? No.